Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the infusion set. The customer's blood glucose reading was 600 mg/dl at the time of incident. The customer indicated of having many bent cannulas. Customer declined troubleshooting for high blood glucose and the call was dropped.